Event description:
An overdelivery occurred during routine preventative maintenance testing at the user facility biomedical engineering dept. Failure occurred with 2 sets from the reported lot (1 set from the same lot delivered within specification parameters). It was reported that 20.0ml expected delivery yielded measured deliveries of 21.1ml and 21.0ml. System specification requires info was available.